Event description:
It was reported that the customer had high blood glucose levels of 23 mmol/l. The customer reported having issues with the sensor glucose levels reading being different from the blood glucose levels reading. The customer reported a sensor glucose reading of 5.5 mmol/l where the actual blood glucose level was 23 mmol/l. Troubleshooting was done. The customer reported a calibration error alert, a change sensor alert and a bad sensor alert from the insulin pump. The customer also reported a bent sensor alert from the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.